Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sore throat. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received additional information alleging the device gives black particles, the patient had several surgeries and has been hospitalized with regards to the machine related to a CPAP device's sound abatement foam. The patient did not report to receive medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-57122. This report was submitted as a duplicate report of the previously submitted report.